Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d9: device availability updated to no, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie did not receive one (1) nt485, (osseotite tapered implant 4 x 8.5mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 2020050361. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020050361 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : missing or incorrect label information based on the investigation and risk management file review, the most likely root cause determined was likely improper handling of product outside of zimvie controls. The reported implant was not returned for evaluation. Therefore, based on the available information, a packaging malfunction could not be verified. Reported coob/event was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
The doctor reports that the implant is being returned as it is defective in manufacturing because it did not match the specified dimensions 4 x 8,5 as the label. The procedure was completed.